Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the insulin pump had an error alarm, and the piston kept on moving and did not stop. Advised that the insulin pump will be replaced. No further info was provided.